Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice set. Hp reports shoulder pain due to excess air. No pt injury or medical intervention required as a result of incident per hp.